Manufacturer narrative:
(B)(4). Date sent: 3/4/2025 additional information received: complaint: yes. The following events cannot be ruled out as complaints: patient information: anastomotic leak, which included peritoneal abscess, peritonitis, fistula of intestine, or stoma formation post colorectal anastomosis procedure (n=649). Treatment: not specified, but the article stated "the presence of an ICD-10-cm diagnosis code for al surrogate diagnoses (k63.2, k65.0, k65.1, k91.89, and y83.2) either during the index admission or during a re-admission within 30 days post-index procedure or the presence of an ICD-10 procedure code indicating a diverting stoma (0d18%%4, 0d1b%%4, 0d1e%%4, 0d1h%%4, 0d1k%%4, 0d1l%%4, 0d1m%%4, 0d1n%%4) occurring within 1¿30 days post-index procedure was used to define al in the study.

Manufacturer narrative:
(B)(4). Date sent: 9/12/2023. D4 batch # unk. B3: only event year known: 2022. H6: health effect ¿ clinical code gastrointestinal system (e10). This report is related to a clinical evaluation report from a related research activity database; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing unknown procedure. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention. Comparative safety study to assess the risk of anastomotic leakage of two-row versus three-row manual circular staplers in colorectal anastomosis (manuscript title: risk of anastomotic leakage with two-row versus three-row manual circular staplers in colorectal anastomosis: a u.s. Cohort study). Risk estimates for anastomotic leak: subgroup analysis (among patients who did not have diverting stoma prior to or at the same day as the index procedure). Sensitivity analysis (institutions with = 30-day continuous enrollment in the phd).